Manufacturer narrative:
Evaluation method: device history review. Results: after reviewing the complaint file, the device history record and performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. It is possible that the lens tore in due to the handling/manipulation of the injector cartridge and/or lens at the user's facility. Based on the available information being provided from the facility the root cause of the complaint could not be determined. Conclusion: based on the complaint history, product evaluation, lens work order search and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the aa4203tl single piece silicone lens was implanted and removed due to the lens tearing in half along the short axis upon delivery. The surgeon had to open the incision approximately 6mm to remove the lens and sutures were need to close the wound. After the case was over, staars representative noted the tip of the injector plunger was bent and not centered and believes this may have cause the damaged to the lens.

Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient; bent. Evaluation method: lot order search. Results: visual inspection of the returned injector confirmed the plunger was bent. Additionally, more than half of the lens was torn off and missing. There was a clear surgical residue on the both devices. A lot order search was performed and there were no similar complaints found. (B)(4).